Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a handle (paddle) failure. There was no patient involvement.